Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that: "surgery sheet for hip revision performed this morning. Pt. Presented with a dislocated left hip following closed reduction in the ed for previous dislocation, pt¿s hip was deemed unstable and requiring surgical intervention. The x3 insert and biolox delta ceramic head were swapped for a mdm metal liner and mdm/lfit head construct. Acetabular shell, screws, and femoral stem were left in place. No complaints have been made against the implants."